Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the 4.0mm short ao pilot drill is fractured. The clinical/medical investigation concluded that the photo provided does not provide insight into the root cause of the event. It appears a hand-written product complaint form was provided; however, script cannot be auto-translated via the approved translation house. As of the date of this medical investigation, the requested clinical documentation has not been provided and it is unknown if the surgical technique/instructions for use were adhered to. This device is manufactured and intended as an externally communicating device and is not approved for long term internal tissue exposure and long-term implantation data is not available for material composition. The patient impact beyond failed attempts at foreign body removal, the retained non-implantable foreign body, possible micro-motion and/or migration, local irritation/discomfort, and use of a backup device to complete the procedure cannot be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase the risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the 4.0mm short ao pilot drill is fractured, and the fractured drill tip was not returned. Excessive force placed on the drill could cause the drill to fracture. The visual inspection also indicates signs of wear and use. The clinical/medical investigation concluded that the photo provided does not provide insight into the root cause of the event. It appears a hand-written product complaint form was provided; however, script cannot be auto-translated via the approved translation house. As of the date of this medical investigation, the requested clinical documentation has not been provided and it is unknown if the surgical technique/instructions for use were adhered to. This device is manufactured and intended as an externally communicating device and is not approved for long term internal tissue exposure and long-term implantation data is not available for material composition. The patient impact beyond failed attempts at foreign body removal, the retained non-implantable foreign body, possible micro-motion and/or migration, local irritation/discomfort, and use of a backup device to complete the procedure cannot be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase the risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - impact code.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported during a tibial fracture procedure, while performing a distal blockage of the nail using the free hand technique with the 4.0mm short ao pilot drill, the drill broke inside the nail hole. The tip couldn't be removed so it remained in place of the screw, inside the patient. There was no delay and the procedure was finished using a smith & nephew back up. No further information is available at the moment.